Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: m365sc8416700, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7(B)(6).

Event description:
It was reported that the patient had developed an infection at the ipg site. Symptoms of swelling, redness and drainage were noted. It was also stated that the infection was not device related and the cause was unknown. Nothing happened during the procedure that contributed to infection. The patient was placed on antibiotics and drainage and swelling have decreased after finishing the antibiotics. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not return per hospital policy.

Event description:
It was reported that the patient had developed an infection at the ipg site. Symptoms of swelling, redness and drainage were noted. It was also stated that the infection was not device related and the cause was unknown. Nothing happened during the procedure that contributed to infection. The patient was placed on antibiotics and drainage and swelling have decreased after finishing the antibiotics.